Event description:
Allegedly in 1998, a patient was burned after they ignited the straps of a stretcher to which pt was restrained. The incident was not reported at the time of occurrence and the severity of the alleged injury is undisclosed.